Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have damaged conductor wire insulation at the distal end, preventing bipolar energy activation. The instrument was placed on an in-house system, passed the recognition and engagement tests and moved intuitively with the full range of motion in all directions. The grips opened and closed properly. However, the force bipolar instrument failed the electrical continuity and energy delivery tests. The was no thermal damage and no missing material. The force bipolar also had a bent grip, causing side to side misalignment of the grips. There was a 0.0440¿ offset at the tips. The instrument had an excessive amount of dried residue around the clamping pulley cable grooves. The complaint regarding the force bipolar not working was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the energy activation would not work with the force bipolar instrument. The cord was replaced but the energy activation issue persisted. The customer used another instrument to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.